Manufacturer narrative:
(B)(6) 2022 is an estimated event date. (B)(4) 2022 is an estimated concomitant products therapy date. Device was returned for evaluation. The device was received from the field with battery voltage at eri level. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed based on average current drain and the device met projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented with symptoms of syncope. It was noted that the right ventricular (rv) lead had an insulation anomaly due to a subtle abrasion. The pacemaker was explanted and replaced, and the rv lead insulation was repaired. The rv lead remained implanted after completion of the reoperation. The patient was in stable condition.